Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for longer lens this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -9.50/+1.5/059 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.